Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site. The fse plugged in the loudspeaker, configured, and performed adjustment and check of the cabling. The external loudspeaker was also plugged in for better sound. The system was checked and performed successfully. The device remains in use at the customer's site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone # (B)(6).

Event description:
It was reported that there is no alarm with monitors of the monitoring center. The loudspeakers are no longer working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer's site. The fse plugged in the loudspeaker, configured, and performed adjustment and check of the cabling. The external loudspeaker was also plugged in for better sound. The system was checked and performed successfully.